Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. A getinge field service engineer (fse) inspected the unit, found that the display was most likely dropped and the case, bezels and hinges were severely damaged and the display was not powering up. Fse replaced the hinge, display upper hinge cover, display lower hinge cover, display top cover assy with tape kit that had in inventory. And then ordered the remaining required parts. Fse returned to the site 02/08 to complete the repair and found that the display still would not come up so he replaced the video generator board kit. Fse was then able to power up the unit and complete the testing of the unit. Fse completed all diagnostic, performance and safety tests with no issues. The unit was approved for clinical use and returned to the customer. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint. Parts were received with a reported failure of the display not powering up due to a drop. The fat performed a visual inspection and found both parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. Confirmed the display would not power on. These parts are obsolete and no longer able to be tested by a supplier. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The failure analysis and testing dept. Received the following parts associated with this complaint. Parts were received with a reported failure of damage due to the display being dropped. Performed a visual inspection found the parts to all have physical damage. Confirmed the reported failure. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had shutdown. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code, type of investigation, investigation findings, component code, investigation conclusion).